Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the time of the implant procedure there was not complete retraction of the screw tip of the lead. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.